Event description:
It was reported that the customer had displayable history check failed on startup on the insulin pump. Customer's blood glucose level is 252 mg/dl. Troubleshooting was performed and the insulin will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.